Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was extended beyond the cannula and would not retract into the body. C-ring would extend but starting point was outside of cannula and could not be manually pushed back in. The c-ring and tool was advanced under visualization during initial insertion. Harvester continued with evh. No delays in procedure but vision was slightly obstructed. No patient harm.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/14/2023. An investigation was conducted on 04/19/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the tip of the intact c-ring. There were no visual defects observed on the intact c-ring or the cannula. A mechanical evaluation was conducted. The blue toggle was manipulated to retract and extend the c-ring. There were no visual or physical difficulties observed. A reference cannula was used to observe the retracted c-ring position. There were no visual defects observed. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. A reference harvesting device was also inserted into the cannula with no physical or visual difficulties observed. A mechanical evaluation was conducted. The blue toggle on the cannula was manipulated to retract and extend the intact c-ring. There were no visual or physical difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed. The lot # 3000276879 history record review was completed. There were two (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.